Event description:
It was reported during a da vinci myomectomy procedure, the string was broken at the wrist on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity passed. This complaint is being reported for the broken pitch cable found during failure analysis.